Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted, which was reproduced during evaluation. A review of the event history log identified battery depleted. The cause was determined to be a failing alternating current power cord. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.